Manufacturer narrative:
Date of onset for the patient¿s post-operative pain is unknown. This report is for one (1) unknown prodisc-l polyethylene inlay. (Other): without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with a prodisc-l construct on (B)(6) 2013. The patient continued to suffer from pain following the procedure. As a result, the patient returned to the operating room on (B)(6) 2015 for a post-pedicle stabilization procedure. No additional information pertaining to this procedure is available. The construct was eventually removed during a separate revision procedure in (B)(6) 2015. This report will address the stabilization procedure in (B)(6) 2015 only. The explant/revision will be captured in and reported under (B)(4). This report is for one (1) unknown prodisc-l polyethylene inlay. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: during the revision procedure on (B)(6) 2015, the patient was re-stabilized with the addition of a universal spine system (uss) ii construct, which included an unknown quantity of polyaxial pedicle screws and 6mm rods.